Event description:
The home pt reported that the pt line of the hp's set became disconnected from the transfer set during automated peritoneal dialysis with the homechoice machine. The pt discontinued treatment and restarted with new supplies. The pt's nurse reported that there was no pt injury or medical intervention associated with this incident.